Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient had reported on (B)(6) 2004 that his one touch profile meter kept giving him the not ok message every time the meter was powered on. This issue was not resolved with troubleshooting. He had called his doctor to get the meter replaced. He did not experience any symptoms during the time he was not able to test on the meter. He did not receive any medical attention or treatment. There is no further clinical information provided. This case is reported as a meter malfunction since the not ok issue was not resolved.